Manufacturer narrative:
An extensive engineering investigation was performed on the returned astral battery at the resmed design house located in (B)(4). The reported complaint of a defective battery was confirmed. The investigation determined that the battery fault was due to an isolated component failure within the battery assembly. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Manufacturer narrative:
Resmed (B)(4) was informed that the external battery would be returned for eval. The product has not yet been received, therefore, resmed is unable to confirm the alleged malfunction as this time. (B)(4).

Event description:
(B)(4).